Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was overheating. There was no patient impact.

Manufacturer narrative:
Analysis of the handpiece confirmed the complaint of overheating. The handpiece was not tested because of grinding and loud noise. The collet was changed due to corrosion. The ambient temperature or start temperature was 75.9 and the rise or maximum temperature was 98.9. The maximum temperature less the ambient temperature is equal to 23.1. The maximum rise temperature for the handpiece is 27 f. After the evaluation, the device was repaired, cleaned, tested, and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.